Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the unit and found the unit's air pressure regulator and solenoid valve required replacement. During the reported event, failure of the air pressure regulator and solenoid valve prevented the unit's inflatable door seal from inflating causing water to escape past the door seal onto the floor. To resolve the issue, the technician replaced the air pressure regulator and solenoid valve, ran a test cycle, and confirmed the unit to be operating according to specifications. No additional issues have been reported.

Event description:
The user facility reported water leaking from their system 1e processor during a processing cycle. The customer reprocessed the instrument in another system 1e device prior to use. No report of injury.